Manufacturer narrative:
Additional manufacturer narrative paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was learned via medical records that a 25mm aortic valve was repaired for paravalvular leakage after an unknown implant duration. Per medical records, the repair was done by putting stitches on the annulus or around it and as well as intramyocardial lad that was bypassed with saphenous vein graft and they did a lima to the diagonal. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Serial number and UDI were corrected.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.